Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included multiparous. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mg per day, continuously. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter considered pelvic pain to be unrelated to mirena. The reporter commented: mirena was removed during the surgery for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.